Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm failed battery alarm due to blank display.

Event description:
The customer reported via phone call that back of insulin pump close to the battery was damaged. The customer blood glucose level was unknown. It was also reported that reservoir lip ring was not physically damaged. The customer reported that they went for swimming with insulin pump there was a hairline crack and water got into it, it said battery low, then failed and then alarmed and wouldn't stop, customer took the battery out and it finally stopped. The customer declined troubleshooting for fluid in insulin pump. The insulin pump will be returned for analysis.